Event description:
Boston scientific received information that the patient with this right ventricular lead twiddled their lead to the point of dislodgement. The lead displayed noise, undersensing, high pacing thresholds and loss of capture. This was discovered during a routine follow up. The patient underwent a lead revision procedure where the lead was capped. A new boston scientific lead was implanted. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.